Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the black rubber piece was torn and therefore they could not maintain the seal. No other details are known of the event. No patient impact was reported.

Manufacturer narrative:
(B)(4). Duckbill out of position the analysis results of the device found that it was received with the duckbill out of position. No damage on the duckbill was noted. The sleeve and cap were noted in good condition and properly assembled. The batch record was reviewed and no anomalies were noted during the manufacturing process.